Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Burning, dyspareunia. It was reported that the patient had a partial mesh excision on (B)(6) 2007 due to mesh erosion, vaginal bleeding, burning, dyspareunia and pain.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with supracervial hysterectomy due to menorrhagia and uterine fibroids.